Event description:
It was reported that the pace/sense lead implanted in the right ventricle was oversensing noise which indicated lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Programmer data shows a lead integrity alert on (B)(6) 2011 21:07:46. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:07:46. (B)(4) sensing - oversensing 14 - ventricular nst<=210 ms average v-cycle between (B)(6) 2011 06:44:14 and (B)(6) 2011 10:58:43. 1 - vf=210 ms average v-cycle on (B)(6) 2009 10:35:38. Sensing - interference/noise- ventricular short interval count v-sic=22.7 counts avg/day, in 32.85 days, between (B)(6) 2011 13:06:12 and (B)(6) 2011 09:32:59.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.